Event description:
Customer reported that on (B)(6) 2014, his healthcare provider called him to check on his blood glucose status, but when he attempted to perform a test using his adc blood glucose meter, it would not turn on after a sample was applied to a test strip inserted into it. Customer's hcp instructed him to go to a local healthcare facility to get his blood glucose status checked. At the hospital, a reading of 290 mg/dl was obtained on a hospital device. Customer was diagnosed with hyperglycemia and treated with 10 units of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1472429) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is a final report. It should be noted: during troubleshooting, it was discovered the customer was not using correct technique when applying the blood sample to the test strip. After educating customer, he was able to successfully perform a test, with the meter turning on with test strip insertion. The meter has been returned and an investigation utilizing the returned meter and retained test strip lot number 1456937 has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.